Event description:
Non-ambulatory patient was implanted with tfn construct on (B)(6) 2012. Patient was returned to operating room on (B)(6) 2012 for removal of hardware and no revision. The helical blade had cut through the femoral head. Patient was receiving physical therapy at nursing facility. The blade migrated during that time. Surgeon reports tfn cutout due to poor bone quality and aggressive physical therapy. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.